Manufacturer narrative:
The reported mechanical jam with the lock line was confirmed in testing environment. Knots on lock line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported mechanical jam appears to be due to the observed knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report inability to remove the lock line it was reported that on (B)(6) 2021, a mitraclip procedure was performed to functional mitral regurgitation (mr) with a grade of 4. One xtw clip was successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiography showed mr had increased to a grade of 4. It was noted the clip remained stable on the leaflets and the recurrent mr is due to a progression of disease. On (B)(6) 2021, a second mitraclip procedure was performed to treat the recurrent mr. A clip was inserted, and the leaflets were successfully grasped; therefore, the deployment sequence was started. The physician removed the lock lever cap and attempted to remove the lock line. However, during removed, the lock line became stuck. The physician pulled with a little more force, but the lock line was unable to be removed. Therefore, the physician decided to open the clip was removed it from the anatomy. A new clip was inserted and successfully deployed, successfully reducing mr to a grade of 1. No additional information was provided.